Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Based on the information available, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: the relevant labeling for this product was reviewed. It was found that the instructions for use (IFU) sufficiently address the potential risk. Based on the IFU complications and adverse events associated with the use of the covera plus covered stent may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes obstruction of flow, injury, and restenosis of the target vessel. Regarding pta the IFU states: ¿pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.¿ and ¿post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vein.¿ h10: g3. H11: h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical trial that two years post a stent placement for the target lesion stenosis in the right leg external iliac location, the patient had an adverse event of skin irritation. It was further reported that the adverse event was definitely related to the procedure and not related to the study device. Reportedly, the adverse event doesn't meet the definition of serious and re-intervention. It was further reported that approximately three years and twenty five days port stent placement procedure, the subject had a thirty six month follow-up visit and underwent duplex ultrasound study which showed 50-99% stenosis in the right external iliac artery. The current status of the patient was unknown.

Event description:
It was reported through a clinical trial that approximately two years post a stent placement for the target lesion stenosis in the right leg external iliac location, the patient had an adverse event of skin irritation. It was further reported that the adverse event was definitely related to the procedure and not related to the study device. Reportedly, the adverse event doesn't meet the definition of serious and re-intervention. It was further reported that approximately three years and twenty five days port stent placement procedure, the subject had a thirty six month follow-up visit and underwent duplex ultrasound study which showed 50-99% stenosis in the right external iliac artery. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.